Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure on (B)(6) 2016, with implantation of one mitraclip and the mr grade was decreased from grade 4 to grade 3. On (B)(6) 2017, increase of heart failure and dyspnea were noted. A transesophageal echocardiogram was performed and the clip was noted to be detached from the anterior leaflet. The mr had increased to grade 3-4. A second mitraclip procedure was performed on (B)(6) 2017. During the transseptal puncture, a pericardial effusion was noted, with the puncture site identified as the roof of the right atrium. No mitraclip devices had entered the patient anatomy. Aspiration and transfusion were performed as treatment. However, the pericardial effusion could not be resolved with aspiration and it was decided to perform surgical repair of the perforation and surgical replacement of the mitral valve. Post surgical procedure, the patient was doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of dyspnea, worsening heart failure and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. The reported adverse event of worsening mr was likely a result of patient/procedural conditions due to the slda; the reported dyspnea and heart failure symptoms were likely symptoms/secondary effects of the worsened mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.